Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported her daughter was hospitalized for diabetes ketoacidosis and high blood glucose. Date of admission was (B)(6) 2014. Blood glucose at the time of admission was 465 mg/dl. The mother reported her daughter was not feeling well and began to vomit prior to being hospitalized. The customer's blood glucose was 437 mg/dl at the time of the call. Troubleshooting found the customer's drive support cap appeared to be normal. She also stated there was no leaks present and insulin was able to exit from the tubing during a manual prime. A no delivery alarm was also found in the alarm history. It was also found 1 out of 13 boluses was for food coverage in the bolus history. Customer's mother stated she would call back to perform the high pressure test on the insulin pump. No additional information provided.